Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
Corrected data/ additional information: additional information received stated the capsular tear and vitrectomy occurred prior to the implantation of the lens. The patient age was reported as (B)(6). An intraocular lens (iol) was implanted on (B)(6) 2019. It had also been reported that the iol was discarded and not being returned. The following field have been updated: age: (B)(6). Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints have been received for this production order number. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Lens was removed/replaced in the initial surgery. (B)(4). Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a vitrectomy was done. The intraocular lens (iol) was implanted into the left eye and did not sit correctly. The surgeon decided to remove it. There was a capsular tear and an incision enlargement. Requests for additional information were not returned. No additional information was provided.